Event description:
Pt had primary trans-ketolase activity done in january 1996. Revision occurred in 1/27/00 by different surgeon. Pt had pain swelling and instability knee for approximately 1 year. At the time of surgery, tibial insert found to worn equally-medially and laterally.